Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during an evlt procedure, the physician treated the patient's right gsv with no report of device malfunction or patient complications. The laser fiber was withdrawn in order to treat the patient's aagsv. The fiber was inserted into the patient and the physician tightened the luer lock as per normal procedure. Via ultrasound, it was noted the tip of the catheter was not extending from the tip of the sheath as per normal. The physician proceeded to continue with the procedure, and fired the laser fiber. Outside of the patient's body, the sheath was noted to be "smoking" and appeared to be melted. The physician removed the entire device from the patient. No energy had been applied to the patient's aagsv. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "clear plastic hub/locking mechanism on the fiber got stripped from the actual fiber" cannot be confirmed without the reported device being received. As a device evaluation was not performed, a definitive root cause for the reported complaint description cannot be determined. Per the manufacturing engineer for this device family, it is possible that while bonding the manufacturing operator placed too much force on the fiber once it is up against the stop, the fiber could bend away from the path of the plasma pen and thus adversely affect the resultant surface energy from the plasma treatment. As a result of this finding, a holding mechanism is being designed / built that will eliminate the need for an operator to hold the fiber against the stop during the plasma operation and ensure the fiber remains properly aligned with the plasma pen. The proposed holding mechanism has been made and the implementation of the corrective action is in process. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).